Event description:
It was reported through a journal article that 1 patient was revised due to nonspecific periprosthetic fracture. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). B3: date of article publication. D10: unknown femoral component. Unknown articular surface. G2: event occurred in canada. G2: literature citation: greenberg, a. Cohen, d. Ekhtiari, s. (2025). Prevalence and clinical impact of radiographic sclerotic lines adjacent to cementless tibial stems in revision total knee arthroplasty: a long-term follow-up study. European journal of orthopaedic surgery and traumatology, 35(11), 1-7. Https://doi.org/10.1007/s00590-024-04142-y. The reported event was unable to be confirmed with the information provided. No product returned or images provided. X-rays were provided but it is unknown which patient they are related to in the journal article. Review of the device history records could not be performed as part and lot identification was not provided. A definitive root cause could not be determine. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.